Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to a high voltage lead impedance anomaly.

Event description:
New information received notes that prior to the procedure, an increase in capture threshold and high voltage lead impedance were observed. The cardiologist believed a lead fracture was imminent.